Manufacturer narrative:
The device was returned to zoll (B)(4)'s service department for evaluation. The malfunction was intermittently observed, however could not be duplicated. The hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.